Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. The patient reported that device was removed due to terrible pain on (B)(6) 2018, after being in the patient¿s body for 3 years and trying everything to get it to work. The patient stated that the product did a lot of damage to her body. The patient reported that it hit nerves that broke her ligaments, and her veins through out her body especially in her legs. The patient stated that they are glad that it is gone and doing ¿so much better without it¿. The patient reported that it never did work, solve her insentience problem and it gave her nothing but pain. The patient reported that it caused her to have 5 leg surgeries due to broken veins in both legs, and then in (B)(6) 2018 her ligaments in her legs started breaking and it caused her to walk with a cane, and not sleep due to pain and it also elevated her blood pressure. The patient stated that it caused her so many problems. The patient stated that ¿this product has cost me my job, my 21 year marriage, my friends¿. The patient reported that the longer it stayed in her body, the more leg circulation she was losing. The patient stated that even after the leg surgeries, she had veins that were still breaking 2 years later, at this point the device had not yet been removed. The pain was so unbearable, the patient had to become home bound. The patient stated that for almost 3 years it was hitting nerves throughout her whole body, mostly in her legs, her back and her arms. The patient noted that she was ¿eating aleve like candy everyday¿. The patient reported that the device never did solve the incontinence problem, caused all these other problem and never solved anything. The patient reported that it caused her blood pressure to sky rocket because of the pain. The doctors put her on blood pressure meds, sleeping pills, so she could sleep because the device was causing so much pain, leg wraps because her veins were bleeding, then her ligaments started to break and bleed. The patient stated that no amount of medication would touch the pain. The patient reported that she had no success in bringing the circulation back to her legs or arms. The patient stated that now that it is removed, her veins and ligaments in her legs are beginning to heal and that it is ¿ a proven fact that my legs will never be the same¿. The patient stated that they will always have the scars and discoloration and will have to wear compression socks the rest of their life, but the one thing they won't have is the pain. The patient stated that this product has cost her (B)(6) dollars of pain and suffering, and job loss. The patient stated that they are still months maybe another year away from getting my life back to normal. The patient reported that they paid a high price for something that failed and was a faulty device. The patient stated that she is worse off that she was because of the device. No further complications were anticipated/reported.